Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by cramping and diarrhea. The patient was hospitalized for the event. Treatment details and cause of the event were not reported. The patient recovered from the peritonitis. On an unknown date the patient discontinued pd therapy and was switched to hemodialysis. No additional information is available. This is report 3 of 4.